Event description:
It was reported that the user experienced hyperglycemia while the cgm was not paired with the ilet system, with a highest reported blood glucose of 340 mg/dl and a subsequent value of 266 mg/dl; during the event the user disconnected from the ilet and administered subcutaneous insulin via pen before later reconnecting. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user-performed troubleshooting and education, including guidance related to cgm pairing. Investigation included technical review and user troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that cgm pairing issues were present. It was concluded that the event involved hyperglycemia of unclear cause in the setting of an unpaired cgm, with the user able to self-manage and resume use of the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.